Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempt and the implantable pulse generator (ipg) was not keeping a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively, and the explanted ipg was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempt and the implantable pulse generator (ipg) was not keeping a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.